Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. Upon removing the cannula, blood was found at the site. The site was changed and a correction bolus was delivered via the pump. The type of infusion set was not known.